Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to the service department of olympus. The service department of olympus checked the subject device and found that the video connector had multiple cracks. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the video communication could not be transmitted to the video system center and the images were not displayed due to the generation of the connector cracks. The failure of the connectors might be due to the user's handling. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to the service department of olympus. The service department of olympus checked the subject device and found that the reported phenomenon was duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during a procedure, when technician plugged in camera head, it worked for a few seconds, then the image was lost and they were not able to get the image back. There was no report of patient injury associated with the event.